Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported the catheter was leaking under the skin and hurting. It was stated that after x-ray and removal, the nurse saw a hole in the catheter. The catheter was replaced.

Event description:
It was reported the catheter was leaking under the skin and hurting. It was stated that after x-ray and removal the nurse saw a hole in the catheter. The catheter was replaced.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and the sample exhibited curved shape memory. A partially circumferential split was observed between the 6cm and 7cm depth markings. The split occurred within the region of kinked shape memory. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed rounded granular edges. Material buckling and wear were observed in the vicinity of the split. The split characteristics and accompanying kink shaped memory were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The location of the damage suggested that catheter placement/securement technique may have contributed. The product IFU states ¿avoid placement or securement of the catheter where kinking may occur¿. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.